Manufacturer narrative:
The sales rep went to the site in 2008, to check the sys. An accuracy test was performed and results were within specification. However, it was decided to re-map the sys. After the sys was re-mapped an accuracy test was again performed, all testing passed. The pt sensor triplet cables and the lg cable was also tested and all were working appropriately. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.